Manufacturer narrative:
One implant was returned for investigation. Visual evaluation of the as returned product identified signs of damage at the external threads, and the internal drive feature shows signs of rounding and damage. The internal threads are found to remain functional when tested with a mating abutment. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. The alleged device malfunction was confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the internal threads of the implant were damaged during placement. The procedure was completed using another implant. Tooth location 23.